Event description:
During the procedure, an uncontrolled bleeding event occurred. The fellow assisting the attending asked for a stapler, and the attending specified the stapler above. The stapler was opened by the circulator and passed to the surgical tech per sterile technique. The stapler was then properly loaded by the surgical tech and passed to the fellow who immediately attempted to use the stapler. The stapler did not function properly. The fellow passed it back to the surgical tech and immediately asked for another. The circulator provided a second stapler, which was passed off as before. In addressing the bleed, at the end of surgery, the two staplers were both at the surgical field. Unsure which one malfunctioned at this moment. It was determined to include both staplers and the loads in the return.